Manufacturer narrative:
The reported complaint of bvvi was confirmed based on the information provided, the device entered backup mode due to fram data corruption. The root cause of the fram data corruption could not be determined with the available data.

Event description:
It was reported that the patient heard an auditory beep. The patient came into the clinic, and upon interrogation of device, backup vvi mode was noted. The device was successfully restored. It was discussed that the device went into backup vvi mode without cause twice in two days. There were no adverse health consequences, the patient was stable.

Event description:
New information indicated that the device was in backup vvi mode. After several failed attempts to restore the device, it was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of device reset was confirmed. As received, the device was in normal range of operation, and the device software was reloaded in the field, and no backups were noted in the device image. Session records provided by the field were sent for software investigation, and the device reset was confirmed and was noted to be due to corruption of an anomalous integrated circuit (ic) on the hybrid. Further electrical testing was performed, and no anomaly was noted. A longevity assessment was performed, and the device was found to have normal battery depletion based on usage.